Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n339867, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type screening device; product ID 3550-39, lot# n310571, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory; (B)(4).

Event description:
Additional information received reported that the patient had two additional extensions implanted on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had poor coupling, and was unable to fully charge the implantable neurostimulator (ins) due to obesity. A surgical revision of the ins occurred on (B)(6) 2012, and an additional reprogramming was performed approximately a week later. The patient recovered without sequelae.